Event description:
It was reported that an unspecified number of an unspecified bd pen needle was unable to deliver insulin/medication during use. The following information was provided by the initial reporter: material no: unknown . Batch no: unknown . Verbatim: ¿ needle blocked + needle(s) bent

Manufacturer narrative:
H.6. Investigation: customer returned one (1) used 31gx5mm bd pen needle without a cover, tear drop label, or inner shield attached. Customer reported needle blocked and needle(s) bent. The returned pen needle was examined, and it was observed that the non-patient end (npe) cannula was bent. No evidence of manufacturing defect was observed. The bent npe cannula would be the cause for no flow through the pen needle, hence, the customer would think the pen needle was clogged (as reported). Since the sample was returned after use, and no manufacturing defects were observed, the probable cause of the bent npe cannula is user error when attaching the pen needle to a pen injector. Unable to perform a DHR review due to an unknown lot number. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of an unspecified bd pen needle was unable to deliver insulin/medication during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown. Verbatim: needle blocked + needle(s) bent.